Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in good condition. Visual inspection did not reveal any damage on the device. The investigator subsequently powered the device on, and pressed the membrane switch. The customer reported product problem (bad membrane switch) was confirmed during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The switch label was replaced. Preventative maintenance was subsequently performed. The device then passed all the functional tests.

Event description:
It was reported that the fluid warmer's level was suspected to have bad membrane switch. The product problem was observed during preventative maintenance.